Event description:
Procedure: low anterior resection. Pt sex: unk. Reportedly the jaws of the instrument locked closed and could not be opened at all with force. No pt harm was reported. The instrument was removed with force off the vessel-diatherme was used to coagulate the tissue.